Event description:
The physician noted that the specimen size on lung biopsies on three consecutive patient's was smaller than it should have been. All three patients developed pneumothorax after the biopsy and had to have chest tubes placed. Refer to 1820334-2007-00012 and 1820334-2007-00013.

Manufacturer narrative:
Evaluation: this event is still under investigation.